Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occurred in the (B)(6). Supplier reported on behalf of customer that a 25g needle-pro hypodermic needle detached from the "end part" during subcutaneous injection, causing drug leakage. The needle remained in the patient's skin and vein, and all medication was lost. No adverse events reported at this time. Additional follow-up stated that customer has no further information related to the event.